Event description:
It was reported that the patient experienced a pericardial effusion. A non-(B)(6) diagnostic catheter was inserted inside the sheath to locate the ostium of the lspv with intention to exchange it for the catheter afterwards. After the exchange no more heart movement was seen on imaging, and a pericardial effusion was confirmed. The pericardium was then drained successfully. The procedure was able to be completed. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).